Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinician stated that lodi implant failed to osseointegrate. Patient has moderate density bone. The implants were not immediately loaded. The clinician did not provide the following information: amount of torque used on abutments and implants, whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. The records management database specifies that the implants met the specifications and were approved for product release. Any discrepancies or issues of non-conformance were successfully resolved prior to the release of the parts. Implants were manufactured to specifications. No further action is required. Refer to (B)(4).

Event description:
Lodi implant failed to osseointegrate.